Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed. Release criteria was assessed and a ¿strong¿ tug test was performed. As they released the device from the core wire, the device embolized; first to the left atrium and then to the left ventricle. The device was able to be snared from the patient. A 27mm watchman ® laa closure device was then successfully implanted in the laa. No further complications were reported.